Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) was having difficulty with recharging, they can connect to their implant for only about 5 seconds and then the recharger will disconnect again. The pt mentioned that they get an electric shock when trying to recharge, also the recharger tone appeared to be getting more "dim." The pt met with (B)(4) a manufacturer representative (rep) today and they suggested recharger replacement. They pt said they can feel all corners of the implant and device is less than a quarter inch deep. They tried repositioning every section of the recharger over the implant but the result was the same. The issue was not resolved through troubleshooting. An email was sent to the repair department. The patient called back to request fedex tracking info. Provided fedex tracking number and relayed the package is out for delivery by 4:30pm today. Patient called saying they got the recharger and can't pair it. She said she got an error code of 401 or something like that. Was walking the patient through the steps when we lost connection. Called patient back two times and got voicemail. Left message for her to call back.   The patient called back. Patient services assisted the patient and connected the recharger to stimulator. The patient had 0% charge. They also had their arm in a brace and was having a hard time. Error code 1707 came up. Cleared error code 1707. Charge 10%, excellent connection and then lost the connection right away. The pt kept loosing connection. The patient was bent over. They can't feel the stimulator really. Can't really see or feel the implant. Patient services recommended if they can't stay connected to the recharger, to follow up with doctor to asses.

Manufacturer narrative:
Concomitant medical products: product ID wr9220, serial#: (B)(4), product type: recharger, event date: approximate; month and date valid. If information is provided in the future, a supplemental report will be issued.